Event description:
Transducer/arterial pressure tubing malfunctioned during a medical emergency. Tubing was obtained in ed trauma 4. Lot #13516374 unable to zero line. Unable to obtain systolic, diastolic or map numbers; appeared at all times and bedside monitor was saying; no transducer arterial waveform was visible, however. Cable switched out; this did not fix problem. A-line flushed; blood return present. All stopcocks confirmed to be in neutral position. New transducer obtained from burn supply room lot #13517950 primed and connected. This fixed the problems. Retained defective product. Mat. Mgmt. And staff education notified.